Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys was stuck in subtraction mode and were unable to reboot. This issue may refer to a loss of sys functionality. There is no report of pt injury or death.